Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no significant carton damage when returned. The carton contained inserts, packaging tray, green electrode (white electrode was not returned), emg tube, and an open pouch. The pouch was open from 3 of 4 sides of the pouch. There was no damage noted in the construction of the device. There was no biological contamination, bubbles, or punctures present on the device. The wire harness was wrapped in tape paper when returned. Functionally, a syringe was used to inject 20cc of air into the cuff for leakage observation. There was no air leakage coming from the cuff and the cuff was inflated/deflated without any issues. The cuff while inflated was submerged under the water for further leakage observations, and there was no leakage found. The inflation tube and pilot balloon were also tested for leakage, and there was no leakage found. The cuff was seated inflated for about 5 minutes and still there was no signs of leakage shown. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, when the package was unpacked and the emg tube was pre-inflated before the surgery, it was found that the cuff leaked and could not be used. After replacing with the new endotracheal tube, the problem was solved. There was no patient involvement.